Manufacturer narrative:
A field service engineer (fse) was dispatched and found the connection to the wash buffer supply pump loose and leaking. The fse tightened the connection and verified system performance to published specifications. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak near the waste compartment in the unicel dxi 800 access immunoassay. One of the customers did get buffer on their skin. Customer technical support (cts) recommended treating it as a biohazard following the msds. The customer did not require any medical attention. There were no reports of injuries to users or lab visitors.